Event description:
It was reported that the patient presented during clinical follow-up. During interrogation, it was noted that the aveir link exhibited an electrocardiogram anomaly which caused a capturing discrepancy resulting in patient symptoms of arrhythmia and dizziness. No interventions were performed. The patient was in stable condition.